Event description:
Complainant alleges heating pad emitted smoke. No injuries or property damage were reported with this incident.

Manufacturer narrative:
This pad was severely bunched/folded. Bunching/folding is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.